Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump had beep anomaly and pump error. The customer¿s blood glucose level was 239 mg/dl. The customer reported that the alarms were not beeping or alerting during the blood glucose were low or high. It was reported that they had hardware low level failure. Customer was able to complete insulin pump rewind. The customer was assisted to perform self-test and was failed. The customer declined troubleshooting for low blood glucose level. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No audio or vibrate anomaly during testing. Hardware low level failures error confirmed in the device history due to broken trace.